Event description:
It was reported that the patient underwent a posterior spinal fixation surgical procedure at t10-iliac. At an unknown time post-op the patient underwent a revision procedure due to a broken rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed rod broken. Visual and optical inspection did not identify surface defect that could contribute to initial crack propagation. Dimensional inspection of implant confirms rod diameter conforms to print specification. Some fracture surface mechanical damage and smearing is noted. Fracture surface examination reveals a fairly flat, brittle fracture, with a localized region of origin and directional propagation, as evidenced by the progressive striations. This is followed by an overload region, as evidenced by the increased material disruption, and bend stress shear lip. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.